Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested out the patient cart and did find that the master tool manipulator (mtms) do drift a little because of the floor angle and tested this by rotating the surgeon cart different degrees. The mtms will lock when you fully pull your head out of the viewing port. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the surgeon had ongoing issues with master tool manipulator (mtm) controls drifting after surgeon took their head out of the surgeon side console (ssc) viewer. It was stated that they tried shutting down the system for 3 minutes and back on, but the issue persisted. Tse reviewed logs and no related errors were present. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The root cause of the reported complaint can be attributed to an uneven angled floor where the system cart was placed.